Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) during transport in an ambulance, the device inappropriately shut down. Complainant indicated that the clinician plugged the device to the inverter in the ambulance to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not observed with the device. The device was put through extensive testing which included bench handling and stress testing without duplicating the malfunction. The device's high voltage battery pins were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.